Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be traced to user, which is user error. UDI: (B)(4).

Event description:
It was reported that during post-surgery, it was discovered that the motor device had a hole in the hose. During in-house engineering evaluation, it was observed that the device had a hose damage (excluding rupture), component damage, and unintended activation/motion. It was further determined that the device was loose. It was further determined that the device failed pretest for visual assessment, hose verification, loctite verification and safety assessment. The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.